Event description:
During the 6 week follow-up on (B) (6) 2008, it was discovered that 4 non-sustained episodes recorded in aida+ memory were a result of ventricular oversensing. Testing was performed and the noise could not be replicated. The sensitivity was re-programmed at that time. The patient was followed up one month later on (B) (6) 2008, this time 3 non-sustained episodes were seen which showed that the ventricular oversensing was still present. The lead remains implanted since the reprogramming of the sensitivity was successful making the episodes become less frequent.

Manufacturer narrative:
(B) (4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica crm (dated oct. 29, 2009), sorin is filing this MDR at this time. Since the device remains implanted, the production history and sterilization records were reviewed. Results: the records showed the device conformed to established specifications during final testing. No final conclusion can be drawn. (B) (4).